Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 250 mg/dl. The customer reported that the insulin pump may have been exposed to some moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.